Manufacturer narrative:
Refer to manufacturer report #3004209178-2020-10527 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a shock and when they went to check the implants, the left implanted neurostimulator (ins) read on and ok, but the right side showed the ins in the box screen. Reviewed this screen with the caller. The caller states the patient was charging the right side to 75% and stated the patient may have been pressing buttons on the recharger while charging to produce the ins in the box screen. The caller noted that the patient is "not that coordinated", but was "not tremoring" currently. Caller was advised to follow up with the healthcare provider to address the screen. No other symptoms or further complications were reported/anticipated.